Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative stating that an additional spinal surgery was performed at l1, t12 on (B)(6) 2025 due to surgical debridement of wound.

Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study name: ailliance. It was reported that the primary reason for the additional spinal surgery was because of the adverse event related to study index surgery. The type of additional spinal surgery performed was reoperation. Impact to the patient: during the reoperation, surgical debridement of wound was carried out. Additional information was received from the manufacturer representative stating that the "wound infection" started on (B)(6) 202. Patient has been hospitalized and treated with the additional surgery on (B)(6) 2025. The ae was assessed as sae and causal related to the index surgery and to the medtronic cst device. The outcome is unknown. Investigator assessment: the ae was assessed as causal related to the index surgery and to the medtronic cst device by the site.

Event description:
Additional information was received from the manufacturer representative stating that an additional spinal surgery was performed on (B)(6) 2025 due to surgical debridement of wound.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.